Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor(gold). Unit passed displacement test, rewind, basic occlusion, no delivery and motor tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 140 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.